Event description:
It was reported by service report that the headend would not lower and the nurse call was not functional. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Lift motor coupler. Docker cable.